Event description:
It is reported that a customer experienced high blood glucose of 504 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found that the customer does not use aaa alkaline batteries for their pump. The customer stated that the pump's battery life does not last long. The customer was advised to change their batteries from (B)(6) to aaa alkaline batteries. The customer was advised to call back if the battery change did not resolve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.